Manufacturer narrative:
The investigation for the reported product damage (cannula kink) has been completed. An impella cp optical was accidently pulled back into the aorta when the patient was turned onto their side in the ICU, CPR was also performed at that time. When the pump was repositioned across the valve it had no flow. The product was returned and the cannula kink was confirmed. The root cause of the cannula kink was determined to be wireless re-access which is not permitted with the use of impella cp. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support, the pump falling out of the ventricle after being turned on in the ICU. The physician attempted to re-advance the pump into the ventricle, however, the cannula prolapsed preventing reinsertion. The pump was removed and replaced without further issue.